Event description:
Report received of replacement of pump at end of life - post replacement pt experienced a period of severe spasms and tachy cardia. During surgical procedure - pt received injection of baclofen in subq tissue in error. Actions taken to reduce consequences - remainder of operative procedure uneventful and pump started with preoperative dose of 250 mcg per day of 2000 mcg/ml baclofen. The following morning pt awoke with very severe spasms. Treated with oral baclofen and and intrathecal boluses without complete relief. Dye study and rotor study indicated pump and catheter were ok. Baclofen removed from pump and pump refilled with new baclofen. Late in the day, spasms incresed in severity again and pt given mso4 IV and 100mcg bolus of baclofen with some improvement. Dye study bolus refigured and 194 mcg bolus of baclofen given followed by 2 smaller boluses at 1 hour intervals unit relief was obtained. Pt was tachycardic during event but had good o2 sats. Next morning pt was fully recovered.